Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump that alarmed and had failure code 550.320.654.000. The event occurred during patient therapy, and it is unknown if the therapy was interrupted. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated.there is no further complaint information available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The assiganble cause was a damaged battery. The main batteries and battery harness were replaced.